Event description:
Hair-like foreign matter was found inside of the sterile pouch during inventory inspection at (B)(6). Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product wasn't clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. The picture of the failure point was uploaded. The product will be returned.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Hair-like foreign matter was found inside of the sterile pouch of a sakura fire star, 2.25 x 15 during inventory inspection at (B)(4). Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product wasn't clinically used. It was normally handled per usual consignment procedure. The product was neither re-sterilized nor re-packaged. One sterile sakura fire star, 2.25 x 15 was received inside original package and box. One foreign material (hair) was observed inside pouch. No additional damages were observed. During microscopic analysis one foreign material was observed inside pouch. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure 'foreign material' was confirmed. A risk assessment has been initiated to evaluate this issue.